Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. There was no patient involvement. The issue occurred during set up with no delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The data acquisition (da) pcba was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The customer troubleshot with technical support and was advised to replace sol 3 and 4 with data acquisition (da) board and cable as a precaution. The customer replaced the da board and solenoids 1-4 to address the reported issue. The customer reported that the old solenoids appear a little bent. The unit was returned to use.